Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the unit had a very high reading. It was stated that the pulse reading was 187. There was no patient harm.